Manufacturer narrative:
(B)(4), zimmer acetabular cup, lot #62861098; item # 0001822565-2016-04567, fitmore femoral stem, lot #2781716.

Event description:
It is reported that the patent's hip dislocated while doing yoga. The patient went to the emergency department to have the hip relocated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via doctor's office notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following report is submitted to relay additional information.

Event description:
It was reported that the patient experienced left hip dislocation, pain and popping with burning sensation.